Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the camera failed the accuracy (aak) test. The camera was replaced and sent to manufacturer for analysis. Once returned, the camera was analyzed and failed an accuracy test (aak) at .26 mm with a passing threshold of .25 mm. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera failed the aak test and a replacement was needed. No patient was present.

Manufacturer narrative:
The was position sensor unit was returned to the manufacturer for analysis. Analysis found that it failed the diagnostic test due to an electrical failure. If information is provided in the future, a supplemental report will be issued.